Event description:
It was reported that while opening the implant from the sterile packaging the scrub tech noted there was a piece of metal floating in the packaging from an unk source. The surgeon then requested a new implant be opened immediately due to this metal being inside the sterile packaging.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.